Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of wound dehiscence and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
It was reported by a friend of a patient that the patient experienced the events of "stitches opened up" and "(B)(6)". The patient was treated with "raw honey, saline, and sugar" for the incision opening up, but the patient also received an additional treatment surgery. The device status is unknown.